Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received loaded with an intact needle. The instrument jaws were returned closed with the blades partially extended. Microscopic inspection noted no witness marks from the needle tip impacting the beveled wall. No shearing or deformation was observed around the toggle switch or on the flat pin. Microscopic inspection of the flat pin found it to be properly oriented. No damage was observed upon inspection of the center rod. No damage was observed upon inspection of the metal blades of the instrument. It was reported that the needle was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: broken handle link and suture impacted into jaw. Visual inspection noted that the suture was pinched between the needle and the right jaw lumen. The toggle switch was then moved to fully extend the blades, which caused the jaws to open allowing the needle to be removed. The left handle link was broken. The product analysis noted evidence that the device was not used as intended. The broken handle link issue can occur during the inability of the user to fully close the instrument jaws, causing the user to exert excessive force on the instrument handles which results in handle link breakage. The impacted suture thread issue may occur during a procedure when the device is toggled with inadequate technique and the suture thread is contacted and pushed into the jaws by the needle, the suture thread will become lodged in between the needle and blade with the jaw. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user and/or patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: unknown endo st, unknown endo stitch sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic gastric exclusion procedure using the device, a stitch broke while sewing the stomach. The procedure was a robotic laparoscopic one. To resolve the issue and complete the case, another load was obtained. No device component fell into the cavity. No patient complications have been reported as a result of this event.